Event description:
The hospital reported that during a coronary artery bypass procedure, when the om-9000s knob was tightened, the maquet logo popped out, exposing the wire. Nothing fell into the pt. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned. The lot number is unk as the box was discarded.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. Visual inspection revealed that the logo plate had detached, the front tip of the plate (where the stop plate would be) was missing. The device was very bloody. Based upon the received condition of the device, the reported complaint "logo popped out" was confirmed. A lot history record review could not be performed since the reported product lot number was not provided. A supplemental report will be submitted if additional info is obtained. (B)(4).